Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
It has been identified that this record, mrn 1234567-1234-12345, is a duplicate of mrn 1234567-1234-12346. Please see mrn 1234567-1234-12346 for reportable events. Additional, changed, and/or corrected data: b.5.

Event description:
It has been identified that this record, mrn 9617229-2025-04470, is a duplicate of mrn 9617229-2025-16307. Please see mrn 9617229-2025-16307 for reportable events.